Event description:
The patient was implanted with a cervical lead on (B)(6) 2013. It was reported, she could only feel stimulation on the left side when she met with the sjm representative for postoperative programming. Follow-up indicated the surgeon performed an additional procedure on (B)(6) 2013, and a different model lead was implanted. The patient reported effective stimulation coverage postoperative.

Manufacturer narrative:
Sjm has limited information related to the patient's medical history and is unable to form an opinion as to the relevancy of the patient's history to the event reported. Sjm defers to the patient's physician regarding medical history.